Event description:
It was reported that when clinician attached an additional pump module to the pcu, the pcu shut off. As a result, patient's sedation medication stopped infusing. Clinicians attempted troubleshooting with out resolution and the equipment was quickly swapped out. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.

Event description:
It was reported that when clinician attached an additional pump module to the pcu, the pcu shut off. As a result, patient's sedation medication stopped infusing. Clinicians attempted troubleshooting with out resolution and the equipment was quickly swapped out. There was patient involvement but no harm.